Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device also received with cracked case(battery tube).

Event description:
The customer reported via phone call that insulin pump had crack from the insulin pump rail till the battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that there was no physical damage to the reservoir lip ring. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.